Event description:
The customer reported no audio from their m40 device. There was no patient harm reported by the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.